Event description:
Patient with an intertrochanteric fracture/ subtrochanteric fracture with comminution, left hip placed onto trauma top table for a long intramedullary gamma nailing with proximal and distal static interlock. The surgeon adjusted the knobs on frame, then pulled the patient's leg to reduce the fracture. The leg fell out of table with the boot remaining on the patient. No injury to the patient.